Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Deep in my vagina: tampon pieces [foreign body in reproductive tract]. Pieces of the tampon material fell off tampon [device breakage]. Consumer reported via e-mail that pieces of the tampon material fell off and was retained in vagina. No serious injury reported.